Event description:
It was reported that balloon rupture and separated in the body. The stenosed target lesion was located in the carotid artery. A 5.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured during the third inflation at 6 atmospheres and separated within the body. Resistance was encountered upon attempted removal of the balloon, however, the retained fragment was successfully snared and removed. The procedure was completed using the same device without further complications. There were no patient complications as a result of this event.